Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Post market vigilance (pmv) led an evaluation of one device. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic procedure, the customer noticed that the premium plus ceea product staples did not form correctly. The surgeon shifted to manual suturing in order to complete the case. There was no patient injury involved regarding the event. No additional information was provided.